Event description:
This lead was implanted and explanted on the same day because it dislodged three times and was replaced with linox td 65/18, sn: (B)(4). There were no adverse patient effects reported.